Event description:
The customer reported to the complaint coordinator that blood leaked into the dialysate compartment of a hemodialysis machine on two occasions. On each occasion the patient lost one circuit of blood (a small volume) which was discarded with the dialyzer and tubing. The machine was cleaned and a new dialzer and was used to continue the patients therapy. There was no additional reported patient or user injury or medical intervention. The samples are not available, as they were contaminated with blood and discarded.